Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 803 mg/dl with high ketones. Customer attempted to address their elevated blood glucose levels with a correction bolus via the pump. On (B)(6) /22 the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a bg level of 803 mg/dl and ketone levels identified as dangerous by their health care provider. Customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer changed the pump supplies and resumed insulin therapy. Cts performed a system check and the pump is functioning as intended. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ICU release date, however, no response was received by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.